Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion occurred post procedure. It was reported that a versacross connect was selected for use during a watchman left atrium appendage closure, which was completed, with no issues noted during transseptal (it was inferior and posterior). Several hours post procedure, prior to discharge the patient, a pericardial effusion was noted. Thus, a pericardiocentesis was performed. The patient was admitted to hospital beyond standard of care and it has been discarded on (B)(6) 2023. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. No other issues were noted in regards to the transseptal. There is no reason to suspect that they were attributed to versacross connect devices. There was a wire sheath exchange done in the appendage (that it was difficult due to the small narrow ostium of the appendage) where the versacross rf wire was briefly exposed out of a non-boston scientific pigtail catheter and not fully deployed in its safe loop. This is when boston sales rep believes to be the most likely time for the perforation to have occurred, once the versacross rf wire was exchanged to the non-boston scientific pigtail catheter in the appendage. The physician could not determine which time the perforation actually occurred. The most remarkable part of the procedure was the difficulty getting the pigtail catheter to advance into the appendage. No confirmation of that on the echo or fluoroscopic findings.